Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle went out of adjustment during the first puncture, even though it had been adjusted beforehand. This led to the operator channel of the echo-endoscope being pierced. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the insertion part, the coil sheath was deformed and there was a hole in the outer tube.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.